Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the clinic after receiving multiple shocks, high dfts were observed. Programming changes were recommended. The patient was in stable condition.